Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that there was no interaction with cardiac structure and no any angulation/kink noticed in the delivery system, and a 10f size for the delivery system was used. Based on the available information, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that (B)(6)2024 a 22mm amplatzer septal occluder was used in atrial septal defect (asd) closing procedure using a 10f amplatzer trevisio intravascular delivery system (atv). During preparation of amplatzer trevisio delivery system, it appeared the vise screw came off when the product box was open. Therefore a new 10f amplatzer trevisio intravascular delivery system (atv) used. During deployment, the deformation (cobrahead) was observed. Device was removed from the patient prior to released from the delivery cable. No angulation or kink noticed in the delivery system and no interaction with cardiac structures during deployment. Device was replaced with a 20mm amplatzer septal occluder that successfully completed the procedure. The patient condition is stable.